Manufacturer narrative:
This device is not distributed in the USA, therefore there is no 510k available. (B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region stating "up down pulley wire ruptured " involving pentax medical video colonoscope model ec38-i10f2, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. No additional information was provided.